Manufacturer narrative:
The ae assessor spoke with the patient for further investigation of the complaint of hypoglycemia on the vgo 20 device. The patient is diagnosed with cancer which patient states "has metastasized throughout the entire body." Patient is in hospice care at this time and cannot provide more information about her emergency room visit. The patient was attempting to manage her diabetes using insulin via the vgo without knowing her bg values when delivering bolus dosing. It is not logical to take insulin without monitoring bg. The patient recovered from the episode of hypoglycemia.

Event description:
The patient reported has been without a bg meter for "several months" so patient does not know her bg value before taking variable bolus dosing. Patient reported on one occasion her family sent her to the hospital due to patient reportedly being dizzy and not being able to walk straight patient reported when she went to the hospital her blood sugar was reportedly 69 in the emergency room. The patient was not told what caused her dizziness or change in gait.